Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A stryker field service representative performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not recognize the pads during cardiac arrest. The customer advised that backup pads were available and were used, however, the issue persisted. As a result, defibrillation therapy would not be available, if needed. There were no reports of harm to the patient as a result of the reported event.

Event description:
A customer contacted stryker to report that their device would not recognize the pads during cardiac arrest. The customer advised that backup pads were available and were used, however, the issue persisted. As a result, defibrillation therapy would not be available, if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
A clinical review was performed and it was determined that the device use did not contribute to the patient outcome.

Event description:
A customer contacted stryker to report that their device would not recognize the pads during cardiac arrest. The customer advised that backup pads were available and were used, however, the issue persisted. As a result, defibrillation therapy would not be available, if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
A medwatch report was received by stryker with additional patient and event information. Section a, b2, b5, h1, f10/h6 have been updated.

Event description:
A customer contacted stryker to report that their device would not recognize the pads during cardiac arrest. The customer advised that backup pads were available and were used, however, the issue persisted. As a result, defibrillation therapy would not be available, if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
A stryker customer quality engineer (cqe) reviewed the device's electronic records and was able to verify the reported issue. A cause of the reported issue could not be determined. The customer's device was archived by stryker and the customer received a loaner device. Based on the patient having an unwitnessed arrest, no/inadequate CPR administered for an extended period of time, and an initial rhythm analysis of asystole, it was concluded that the device did not contribute to the patient¿s outcome.